Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented with chest pain and a type iii fabric endoleak was identified. The physician stated the cause was anatomy related. The physician performed an intervention where another valiant stent graft was used to reline the previously implanted stent grafts. The patient will be monitored. No additional clinical sequelae were reported and the patient is doing fine.